Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Solidified blood was observed in the balloon which is an indication that there was a leak. The device was placed in the water bath at 37 degrees celsius to soften the solidified blood. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 2 mm distal to the proximal marker band. A visual and microscopic examination observed no damage to the markerbands, tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the markerbands, blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the shaft of the device identified no kinks or damages.

Event description:
Reportable based on device analysis completed with 26nov2020. It was reported that the device could not cross lesion. The mildly stenosed target lesion area was located in a severely tortuous and severely calcified left circumflex artery. A 10/4.00 flextome cutting balloon was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with a different device. There were no complications reported and the patient is stable. However, device investigation revealed a balloon pinhole located at 2 mm distal to the proximal marker band.